Event description:
It was reported that inappropriate shocks, high impedance, and insulation and capture anomalies were observed. The lead was then capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.